Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited low shock impedance measurements of zero ohms. The patient had been in the hospital having a computerized tomography (CT) scan and other medical procedures. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that no actions or interventions have been performed, and none were planned. There was one out of range measurement and all other measurements have been normal. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.